Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's right hip was revised due to pelvic discontinuity. The shell, liner and femoral head were revised to a triflange shell, adm/ mdm liner construct, and a new femoral head. Rep reported that no further information is available.